Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the ltc pyxis was having the issue and two pockets in drawer 1 (e4 and e6) that are required maintenance. The field service engineer was able to resolve the issue by replacing retractor bands in main 1.1 & 1.2 and row e board in main 1.1. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had pocket failure. The customer stated that the medications was loaded into another pocket and there was a delay in patient care. There were no adverse events or injuries reported based on this event.